Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pumps "failed" and allegedly did not alarm. The following infusions were running at the time of the event: channel a - propofol 50mcg/kg/min. Channel b - vasopressin 4 units/min. Channel c - levophed 42mcg/min. Channel d - dobutamine 5mcg/kg/min. Furthermore, the customer reported that the pc unit "would acknowledge channels c and d the "flash about 15 seconds later, it only acknowledges channels a and b then back again." The event occurred on (B)(6) 2024 at 9:44 am. There was patient involvement but unknown outcome.

Event description:
It was reported that the pumps "failed" and allegedly did not alarm. The following infusions were running at the time of the event: channel a - propofol 50mcg/kg/min. Channel b - vasopressin 4 units/min. Channel c - levophed 42mcg/min. Channel d - dobutamine 5mcg/kg/min. Furthermore, the customer reported that the pc unit "would acknowledge channels c and d the "flash about 15 seconds later, it only acknowledges channels a and b then back again." The event occurred on march 21, 2024 at 9:44 am. There was patient involvement but unknown outcome.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : b17 - device not returned, c20 - no findings available. Correction : medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data, device manufacture date, additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.